Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated ¿70 ¿ backlight communications¿ alerts and multiple occlusion alerts that persisted despite several device restarts, with no observed infusion set leaks or kinks, and the user¿s blood glucose was not affected. Symptoms included device alarms without associated clinical effects. Outcomes included interruption of normal device function leading to replacement of the ilet and return of the original device. Investigation included review of the reported issue, user education and troubleshooting, and receipt and inspection of the returned device. Investigation of this case revealed a restart malfunction associated with a backlight communications condition consistent with a device power or display subsystem fault. It was concluded that a connector on the mainboard had broken free rendering the backlight nonfunctional.